Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 85 mg/dl at the time of treatment. The customer experienced symptoms such as dizziness and confusion. The customer was wearing the insulin pump during the incident. The customer went low due to an over bolus. The customer had given themselves 4 boluses within 30 minutes. Troubleshooting was not completed as the customer declined. The customer met with a trainer and had their settings adjusted. The insulin pump will not be returned for analysis.